Event description:
It was reported that a transmitter battery issue occurred. The date of the event is an approximation. On (B)(6) 2025 at around 8am, the transmitter failed, so the patient removed the transmitter and the sensor. The patient didn't have any more of his sensor supplies so he wasn't able to start a new sensor session. The patient took a blood glucose (bg) reading which was high. At that time, the patient felt lethargic and was vomiting. She self-treated insulin through pump. After that, he checked the bg reading again, and it was still high. The patient continued to experience the same symptoms, and the husband took her to the hospital. They went to the emergency room, and there the patient was treated with IV fluids, insulin, and potassium. The patient was experiencing diabetic ketoacidosis (dka) and they performed a bg reading which was still very high. Then the doctor transferred the patient to the intensive care unit (ICU) and he was admitted for 3 days. The patient was discharged around 11am on (B)(6) 2025. At the time of the report the patient was feeling better and fine. Performance data was reviewed. The allegation was confirmed due to the finding of a transmitter failed error within the investigation window. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Manufacturer narrative:
(B)(4). H2 correction. H6 medical device problem code - correction.

Event description:
Subsequent to the initial MDR, a correction is required.